Event description:
It was reported that the insulin pump¿s touchscreen intermittently did not accept input, preventing the user from sliding to deliver a meal insulin dose, and the issue resolved after a device restart; the family also reported the pump had been present during a prior motor vehicle accident and appeared intact. Symptoms included no changes in blood glucose and no clinical symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting over the phone and instruction to restart the device. Investigation of this case revealed the device functioned as intended after restart, consistent with a transient touchscreen responsiveness issue with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a temporary user interface malfunction that resolved with a reboot.